Event description:
A centralign femoral hip stems being implanted by physician. The cement was mixed and retro-filled into the pt's femoral canal. After approx. 8 to 9 mins physician tried to implant the stem and found that the cement had set with only half of the femoral stem seated with the canal. No further advancement of the stem was extracted and all cement was removed from canal. After cleaning canal. New cement was introduced and stem was reinserted with no problem.